Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The specific identification of the device was not available and therefore the device history record(s) were not able to be reviewed; therefore all non-conformances were reviewed to date of complaint receipt and no issues for the product were identified that would have caused or contributed to the event reported. The most likely cause cannot be determined since the device was not returned as it remains implanted in the patient. The available information indicates upon reviewing radiographic images from a routine postoperative follow-up, it was observed that both (two) biplanar plates broke. There has been no report of plans for a revision. Although a number of factors could have contributed to the breakage of the plates, it is likely the plates were subjected to excessive bending stresses which lead to their breakage. The instructions for use identify warnings related to postoperative care. The company will supplement the MDR as necessary and appropriate.

Event description:
After an original bunion surgery, while reviewing radiographic images from a routine postoperative follow-up on (B)(6) 2017, the surgeon identified that both (two) biplanar plates had broken. The device remains implanted with no revision scheduled at this time.